Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited poor threshold values.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead exhibited poor parameters in multiple locations. The ra lead was not used and the patient was changed to a single-chamber system. No patient complications have been reported as a result of this event.